Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation by quality engineering it was determined that the reported condition was confirmed. The issue related to the cracked saw head was determined to be due to a manufacturing issue and has been covered under a CAPA. And the assignable root cause for the sticky trigger was determined to be due to component failure from normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a cracked saw head and failed pre-test for quick coupling for sawblades and sticky trigger. It was noted in the service order that the tool was broken down. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.